Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Visual inspection noted 22 unopened magic 3 go intermittent catheters were received. Visual evaluation noted no obvious defects. Samples were tested. The outer diameters of the catheters measured to be 0.1535", 0.1530", 0.1490", 0.1510", and 0.1435" which was found to be out of specification (0.157" +/- 0.013"). Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. Corrections: d, h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the 12fr magic3 go catheters were larger in diameter than the cure 12fr catheters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the 12fr magic3 go catheters were larger in diameter than the cure 12fr catheters.